Event description:
Healthcare professional reported a diagnosis of "alcl from seroma fluid aspirated from around implants. (Specimen sent to (B)(6), where dx was made)". Event of alcl will by captured as lymphoma until confirmation of pathology results.

Manufacturer narrative:
Manufacturer of the device is unknown. Therefore, this field in the medwatch has been corrected to reflect this.

Event description:
Healthcare professional reported a diagnosis of "alcl from seroma fluid aspirated from around implants. (Specimen sent to univ of va, path, where dx was made)." Event of alcl will by captured as lymphoma until confirmation of pathology results.

Manufacturer narrative:
.